Event description:
It was reported that the patient was undergoing radiation therapy and the device had a power on reset (por). The patient alert also triggered and the device indicated elective replacement. The device remains in use. No patient complications have been reported as a result of this event. It was later reported the device is scheduled to be replaced, however, the patient may not elect to replace the device due to the cancer treatments taking precedence and to other health issues.

Event description:
It was reported that the patient was undergoing radiation therapy and the device had a power on reset (por). The patient alert also triggered and the device indicated elective replacement. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.